Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving morphine (20 mg/ml) via an implanted pump. The indication for pump use was non-malignant pain. It was reported that the patient was taken to surgery for a potential catheter revision. The patient had been having reoccurring pain every other day or so, but also had other health issues so they were not sure whether it could be related to that or something system related. The plan was to try to aspirate from the catheter and then potentially do a catheter revision. They were also planning to refill the pump with a different concentration. During the procedure, the hcp aspirated the catheter pulling back 2 cc, and it was patent. The drug in the existing pump was changed from 20 mg/ml to 10 mg/ml morphine delivering at 4.2 mg/day. It was noted that they did get a little bit over 5 cc from the pump and there was hardly a discrepancy at all.

Event description:
Additional information was received from the device manufacturer representative indicated that during the refill the expected volume was 5.9 and a little more than 5ccs were pulled back. It was reported that the cause of the issue was not determined. The catheter was patent and the logs were checked.

Manufacturer narrative:
Continuation of d10: product ID: 8784; serial# (B)(6); implanted: (B)(6) 2018; product type: catheter; product ID: 8784; serial# (B)(6); implanted: (B)(6) 2020; product type: catheter; product ID: 8780; serial# (B)(6); implanted: (B)(6) 2018; product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.